Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient suffered a hemorrhagic stroke on (B)(6) 2016 and expired on (B)(6) 2016. The cause of the stroke was reported to be unknown and the customer did not know if the stroke was lvad related. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump revealed the presence of deposition; however, a direct correlation between the evaluation findings of the returned device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing. The remainder of the driveline was not returned. Examination of the inlet tube revealed a thin layer of tissue ingrowth on a portion of the textured blood-contacting surface at the proximal edge. The tissue was well adhered to the lumen and did not appear to have affected blood flow through the inflow conduit. Upon disassembly of the returned pump, a beige/red tissue-like deposition was found in the proximal-side of the outlet elbow. The deposition did not show any evidence of laminated layering or denaturation. The portion of tissue surrounding the proximal edge of the elbow was lightly adhered to the textured blood-contacting surface; however, the deposition inside the ring of tissue and extending toward the distal side of the elbow was not adhered. A duration of time for which the deposition was present in the device could not be determined. Examination of the pump's remaining blood-contacting surfaces as well as the interior of the graft attachment and outflow graft revealed no depositions. The evaluation could not determine a specific cause for the development of the observed depositions within the device. The depositions could not be conclusively correlated to the reported events leading up to the patient's outcome. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.